Event description:
It was reported that the pump battery was depleting quickly and that the battery gauge was fluctuating. The customer¿s blood glucose was 150 (mg/dl). The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified, however, the alleged battery gauge fluctuation issue was not.